Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Prior to a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the saline pump would not function when powered on. Blinking lights were visible on the front of the pump, however it would not function when multiple oads were connected. The issue was unable to be resolved and the procedure was aborted.

Manufacturer narrative:
The reported saline pump was received for analysis. When the pump was tested, it would not activate and the front control panel leds were observed to illuminate and blink on and off. Electrical diagnostics were performed by electrical engineering personnel and found that an output cable had been manufactured incorrectly by a supplier, resulting in faults. When the cable was corrected, the pump functioned as intended. At the conclusion of the device analysis investigation, the reported event was confirmed. The device history record for this saline pump lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.